Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received all buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces during visual inspection. No moisture damage noted on electronic assy. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, unresponsive keypad and had moisture damage. The customer's blood glucose reading was 90 mg/dl. The customer stated the insulin pump was exposed to perspiration. She stated the buttons are unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.